Manufacturer narrative:
Concomitant product: biotronik lead, implanted on (B)(6) 2014.

Event description:
The patient reported that their heart was "out of rhythm again." The following physician confirmed that the right ventricular (rv) and left ventricular (lv) leads had dislodged. The leads were turned off prior to lead revision and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.